Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient had noticed their symptoms had returned since lately they had waited too long to go to the bathroom sometimes and most of the time they make it but sometimes they didn't. Their healthcare provider (hcp) gave them zantac for their digestive system and since they had been taking the pills it seems it caused them to have loose stools. Sometimes it just came out but the symptoms were off and on, sporadic. Most of the time the device helped a lot but in the past week or two it seemed they had to get up 2-3 times in the middle of the night to go to the bathroom and they felt if they did not do that they might go in the bed. The patient also reported they had a number of medical procedures done - one of them was a hernia operation on (B)(6) 2015. The patient stated they told the hcp about the device and they told them not to worry about it. The patient noticed their device had moved, as it used to be above their rectum and now it seemed to be not in the same spot where it was before, and they had lost a little weight. The patient had called to get help adjusting their stim as they had forgotten how to since they had not touched it because it was helping well. The patient mentioned the patient manual was difficult to understand. The patient used the patient programmer (pp) and was not able to connect, the pp showed poor communication, and the patient did not seem to know where the implant was. The patient was to follow up with their hcp.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had not been urinating right, the patient noted they just kept dribbling. Patient believed they had turned the ins off accidentally, noting they had pressed the stim off button on the left side of the controller. Patient reported they turned the ins back on and increased the amplitude to 2.45v. Patient reported their symptoms had been controlled since turning the stimulation back on. Patient noted this was a gradual change in symptoms, starting a few weeks prior. The patient also reported their ins had shifted twice. The patient had an unrelated surgery and lost weight afterwards. Patient reported the ins shifted from its original place at that time. Patient reported the ins had shifted again, they noticed this the night prior when trying to sync with the ins. Patient reported it was further toward their waist at the time of the report. Patient was redirected to their healthcare provider regarding ins movement and site assessment. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient was having problems with going to the restroom more at night. They were getting up one or two more times more at night. They had issues with bladder and bowel. They got a little in the underwear. Patient was not feeling stimulation and therapy was on. Patient was able to feel stimulation after increasing the stimulation at program 4 with 2.45 amp. Patient had surgery in (B)(6) 2016 it was not related to the device or therapy. It was for swallowing and acid reflex. Patient lost weight. Pt said the device moved and she thought it might have been from loosing weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.